Event description:
It was reported that when using the bd pyxis¿ es server, system had an integration issue between adt (admit, discharge and transfer) and pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the customer confirmed that it determined with the ehr provider that an hl7 server issue prevented new admit patients from integrating into pyxis, causing delays in locating patients and accessing medications, and a temporary patient profile was added to allow nurses to administer necessary medications. A technical support specialist confirmed with customer that the hospital information technology team had resolved the local hl7 issue by rebooting the system. The system functioned as intended after the customer troubleshot the device.